Manufacturer narrative:
(B)(4). Date sent: 6/7/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: where there any difficulties with the device in the initial procedure? A: no what cartridges were used to complete the full sleeve? Gst reloads was buttressing used? A: yes if so, what kind? Ech60r any staple malformation issues noted? A: no please provide a timeline of events from initial procedure to patients death. A: it is already mentioned in the report. Any medical or surgical intervention after the patient represented? Please specify. A: to be answered from the surgeon was the bleeding intraluminal or extraluminal? A: to be answered from the surgeon what was done intraoperatively when the tissue shrinkage was noticed? A: no why does the surgeon believe that the tissue shrinkage caused or contributed to the post operative hematoma? A: because this is the only abnormal notice happened in the cases. Splenomegaly is a known consequence of portal vien thrombosis, does the surgeon believe that there was some underlining cause for the portal vien thrombosis? A: to be answered from the surgeon what is meant by the term "greenish splenomegaly"? A: color of the spleen become green. Is a cod available? Is there an autopsy report available? A: to be answered from the surgeon is the surgeon interested in speaking with ethicon medical and engineering staff? A: yes, very interested clarification / additional information on ¿tissue shrinkage¿? The case has no video/photo related as the intra-op and the post-op condition was good, the case show after 4 weeks with sever bad status and the deterioration happened fast and death happened after 12 hrs. Form entering the hospital. Tissue shrinkage according to the surgeon mean that : the tissue moved forward during firing and the tissue wrinkle which may lead to hematoma along the staple line according to her. Another note the surgeon is not sure what is the exact reason of the death as the patient appear after 4 weeks and deterioration happened fast, put the CT scan show greenish splenomegaly which indicate to an infection, portal vien thrombosis which may be due to hematoma however, because she saw tissue shrinkage in this day list, she link between the two incidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sg, patient died due to blood accumulation on staple line which lead to infection, sepsis and death at the end. No revision surgery was needed.